Event description:
Boston scientific received information that this representative contacted technical services (ts) in (B)(6) 2014. The patient presented in clinic with lv stimulation from the tip electrode and elevated capture threshold from all the proximal electrodes. The lv lead was programmed off at the time of the clinic evaluation (following cardioversion and lead diagnostic evaluation). The current estimated longevity for this device is 4 years. Ts discussed steps associated with programming the lv lead off. Ts was informed that all of the recommended steps had been performed and there is still no update to the longevity estimate. The representative reprogrammed the right atrial (ra) and right ventricular (rv) outputs to 2.0 volts at 0.5 ms. The estimated longevity increased to 8 years. When the ra and rv outputs were reprogrammed to 3.5 volts at 0.5 ms, the estimated longevity decreased to 7.5 years. The representative was satisfied with the recalculated longevity estimate. The patient was presented for a scheduled lv lead revision procedure. The representative contacted ts again to discuss the device¿s estimated remaining longevity. After changing the ra, rv and lv outputs, the recalculated estimated longevity was 4.5 years. The local representative commented that the lv output had been programmed previously at 6.0 volts at 0.5 ms (prior to cardioversion) but the device was then reprogrammed post-cardioversion to rv only (lv output at 0.1 volts at 0.1 ms). The representative asked whether the chronic device should also be replaced. Ts commented that the longevity should recover after normalized outputs; however, the power consumption (192%) appears high. The local representative was informed that the calculated estimated longevity when the ra, rv and lv outputs are programmed to 2 volts, 2 volts and 3 volts respectively should be approximately 9 years. Based on the reported information, ts was unable to determine the device battery status.

Manufacturer narrative:
(B)(4). Upon receipt, the device was successfully interrogated by boston scientific's post market quality assurance laboratory. Visual inspection found that all of the seal plugs were intact and all of the setscrews operated normally. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Device memory noted that on (B)(6) 2014, a daily shock measurement of 1205 ohms was logged. The daily shock measurements prior to (B)(6) 2014 were all less than 100 ohms. The daily shock measurements recorded varied from less than 125 ohms to greater than 125 ohms from (B)(6) 2014 until the explant date.

Manufacturer narrative:
(B)(4). Information from a clinical report form indicated that then patient had experienced diaphragmatic stimulation and the lv lead impedance was consistently higher, but were always within normal range. The physician suspected a possible set screw issue on the chronic device. The local representative reported that the lv lead had pulled back (still in the coronary sinus and part way into the vessel). This was confirmed via chest x-ray and during the revision procedure as viewed fluoroscopically. The chronic device was explanted and replaced without difficulty. The lv lead remains in-service. When the lv lead was connected to the replacement device, no electrogram artifact was observed and there has been no reoccurrence of diaphragmatic stimulation or higher impedance. The device was received at boston scientific's return products department and is currently undergoing laboratory testing.